Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter turin near the y-fitting approximately 75.7cm from the iab tip. Product evaluation: a sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing ws performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate. Conclusion: the sensor function was evaluated and no defect was found. However the kink was found on the returned device restricted the gas passage and resulted in poor inflation of the iab. Although we are unable to determine when the kink occurred, this can cause the reported "check iab catheter" alarm . A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Spoke with the doctor in the micu (inserted iab at bedside) with a patient on cs300/sensation 34. The doctor stated this patient was literally dying and needs the iab. The doctor inserted the sensation 34 through a sheath and the insertion went very smoothly. But when connected to the pump at first they were getting the "unable to calibrate iab optical sensor" and then it would pump once or twice after filling and then they would get the "check iab catheter." The hospital switched out the pumps and got the same messages. The doctor stated he removed that iab through the sheath and inserted a second sensation 34 (insertion went very smoothly) and the exact same thing happened. The cardiac assist clinical manager stated the "unable to calibrate" was probably due to the patient, the doctor had to have at least a 4mm upstroke for the pump to calibrate the tip. The cardiac assist clinical manager asked if the doctor could manually inflate the iab and he stated he had already done with 5cc's and had no issues. But still would get the "check catheter" alarm. The cardiac assist clinical manager suggested trying it again with 40cc's. The doctor did and had no problems, but pump still showing "check iab catheter" alarm. The cardiac assist clinical manager asked how tall the patient was and the doctor stated right at 5'4" and then asked if he should try inserting the sensation 40 in the opposite leg. The cardiac assist clinical manager stated if he thought that best. The doctor said yes. Three pm the cardiac assist clinical manager called back and talked with a staff member and she stated that the doctor had put in the sensation 40 and it was working fine at this time. Four forty pm the cardiac assist clinical manager called back and a nurse saved the two (2) 34cc iab's and stated the patient died at 4:10pm. Submitted with complaint #'s: (B)(4). Follow up received from the clinical representative on (B)(4) 2013 indicates the patient was critically ill and was being supported on the third iab that was inserted. Patient's subsequent death was not related.